Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter: cracked bifurcation of extension set caused leakage of fluids and blood to come back up. PICC line causing it to block and be removed.

Event description:
No additional information.

Manufacturer narrative:
One mz9281 sample was received connected to an mz1000 for investigation of (B)(4); no packaging was received to assist the investigation. The customer reported "cracked bifurcation of extension set caused leakage of fluids and blood to come back up. PICC line causing it to block and be removed." Visual inspection of the returned mz9281 sample confirmed that the male luer collar was cracked; additionally, inspection of the connected maxzero confirmed that the female luer adaptor (fla) was also cracked. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no restriction or obstruction of flow was observed; however, leakage was observed from the cracked maxzero fla. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A lot number was not provided as part of the investigation; however, a review of the laser ID from the maxzero component confirmed a possible lot number to be 24085441. A review of the production records for lot: 24085441 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.